Event description:
A site reported the following: a pt suffered an alleged air injection while connected to the stellant injector sys (sn (B)(4)). The radiologist observed approximately 1ml of air in the venous sys while interpreting the CT scan. The radiologist discussed this with the pt's oncologist and they decided the pt should return to the emergency room for observation. The pt, who was asymptomatic, was monitored on telemetry for 2 hours by the emergency svc, and was seen by cardiology. After an add'l 2 hours of observation, the pt remained stable and was later discharged to home.

Manufacturer narrative:
Bayer svc visited the site and found the injector to be performing to spe. The hosp has declined add'l applications training. The disposable products involved at the time of the reported event were discarded and therefore not available for bayer prod analysis examination. The site continues to use the injector after the reported event - no further issues were reported.